Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that a note was left with the instrument indicating the instrument misfired a clip several times when attempting to clip duct. It is unknown how the case was completed. There was no consequence to pt.